Event description:
The customer reported that the system displayed a ups failure error message at boot up. This error message likely prevented the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.